Manufacturer narrative:
Investigation summary. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending.

Event description:
Event involved a clave¿ connector where they reported that clave connecter blue knobs leaks. They said a few incidents have occurred within the past month. The reporter stated that the hub becomes stuck unpredictably and leaks out fluid during infusion. The procedures were completed, and the tests were still in diagnostic level so there was no delay in diagnosis or treatment. The clave which was directly connected to the patients IV. Was previously attached to stop-cock/tubing series for morning stress test and was then disconnected for rest test when the tracer leakage occurred. They stated that the clave was not accessed with a blunt or sharp but was only accessed within the target area. The clave site where the leak noted was at peripheral IV - left acf. The syringe was directly attached to clave. No impact on the patient or healthcare provider, only a small drop was spilled on the patient's arm but was cleaned with an alcohol swab and the supplies were placed in radioactive garbage afterwards. The majority of the dose went through the IV and was collected in the patient's heart, so the patient did not receive any additional radiation as a result. The radioactive spill was cleaned up per facility protocol and no spill kit was necessary as the tracer did not contaminate any external surfaces. The leakage occurred a few seconds into the injection, when most of the tracer had been injected already so the patient still received the same amount of radiation as was ordered for their test originally.